Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard leaked at the catheter/hub junction. The following information was provided by the initial reporter, translated from chinese to english: the liquid was leaked at the space between hub and catheter. When continuous dripping, the liquid was leaked at the space between hub and catheter.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381812 and lot number 4057785. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.